Event description:
It was reported that the health care professional (hcp) expressed concerns about far-field oversensing on stored atrial tachy response (atr) episodes on this cardiac resynchronization therapy defibrillator (crt-d). Technical services (ts) reviewed the atr episodes and could not rule out the possibility of far-field oversensing, as the rhythm could also be an intrinsic sinus tachycardia with 1:1 conduction. The hcp noted that the patient is in cardiac rehabilitation. Ts discussed troubleshooting options, and the plan is to analyze with the physician if changes are needed. No adverse patient effects were reported. This crt-d remains in service.